Event description:
The event occurred on an unspecified date involving a spinning spiros closed male luer, purple cap, and it was reported that the subcutaneous chemotherapy was delivered to the site with a spinning spiros and when the needle was put onto the syringe the plunger would not depress. They then pushed the needle harder onto the spinning spiros and chemotherapy leaked from around the distal end of the spiros where the needle was connected. There was no reported patient involvement.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.